Event description:
It was reported by the customer that a pyxis anesthesia system had a repeated drawer failure, preventing anesthesiologists to open drawers. Customer stated that the malfunction was impacting patient care and causing surgery team to divert cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d5, d9, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-oct-2022 to 02-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the repeated drawer failure required components to be replaced. A field service engineer replaced the latch sensor, latch, catch and rear controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the repeated drawer failure required components to be replaced. A field service engineer replaced the latch sensor, latch, catch and rear controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had a repeated drawer failure, preventing anesthesiologists to open drawers. Customer stated that the malfunction was impacting patient care and causing surgery team to divert cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.